Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the local representative wanted to know how to turn off tachy therapy. Also, the system was being extracted due to fractured lead. Boston scientific technical services (ts) walked through on how to program tachy therapy off. There is no further information available. No additional adverse patient effects were reported.